Manufacturer narrative:
The reported high impedance was confirmed. The lead was returned with a kink in the lead body where all the internal wires were broken and separated. This would have caused the high impedance observed in the field and contribute to the patient¿s loss of therapy. As there was no breach of the outer tubing, and high impedance was observed prior to the revision, the broken wires are consistent with the lead being subjected to overstress condition or a sudden event while in vivo.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances. As a result, surgical intervention took place to replace the lead.